Manufacturer narrative:
The tech found the head cylinder was bent. The tech replaced the head cylinder to resolve the issue.

Event description:
Tech alleged that the head of the bed will not raise above twenty degrees. No injury reported.